Manufacturer narrative:
(B)(4). The field service representative (fsr) was dispatched to the customer facility. The fsr replaced the suspect centrifugal controller with another. The replaced centrifugal control unit operated according to manufacturer specifications and was unit was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the local display of the centrifugal controller went blank but operates by local control and central control monitor (ccm). The procedure was finished using ccm controls. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on sep 23, 2016: the clinical specialist spoke to the certified clinical perfusionist (ccp) in regards to the incident. The perfusionist stated there were no issues observed during set-up and preparation of the cardiopulmonary bypass (cpb) circuit. During cpb, the local centrifugal module display blanked. Perfusionist stated there was no loss of flow and no change in the motor speed. The connections were checked and found to be secure and the display remained blank. The pump speed was able to be adjusted by the local speed knob and flow and revolutions per minute (rpm) levels were displayed on the ccm. The perfusionist had a manual drive unit and back-up centrifugal control module available in case of loss of centrifugal function. This did not occur and there were no issues with flow or any issues with being able to control or manage pump speed and flow rates. The centrifugal control module was taken out of service after the procedure was completed. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst)tested the centrifugal control module for two hours and observed the display going blank. The pst was able to reproduce the blank display by agitating the display assembly. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.